Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was not received for evaluation, however, photos were provided for investigation. The visual inspection of the three provided photos showed the products out of the original packaging and part of the products was wet. A small black spot was observed within the header. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed inside the cap of a revaclear 300 dialyzer. This event happened before use. There was no patient involvement. No additional information is available.